Event description:
The reporter stated the surgeon implanted a aa4203tl silicone single piece lens with toric optic in the patient's left eye. The patient did not tolerate the monovision lens, the patient did not like it and was unhappy. The surgeon decided to explant the lens, the incision was enlarged to remove the lens and the lens was replaced with another toric lens; a 16.0 se/2.0 diopter. No suture was required. The physician stated this incident was not related.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic (B)(4) - secondary surgery; visual disturbances; no known device problem. Evaluation results: a visual inspection of the returned product found a piece of one plate haptic is torn off and missing. There was evidence of clear surgical residue on the product. Conclusions - (no device failure): based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was due to patient preference and was not lens related. (B)(4).